Event description:
It was reported by the rep that when (1) tlc55 device was used during a gastric bypass, the staple line bled after the surgeon fired the device for the jejunojejunostomy. The surgeon was forced to put in a stitch to complete the case.